Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing, missing additive, and red cell hang up occurred. There was no report of patient impact. The following information was provided by the initial reporter: gel disintegrates. There are blood cells and pollution stuck to the inner wall of the tube. H.6. Investigation summary: bd received 100 samples and 9 photos for the investigation. The photos were reviewed and hemolysis and red cell hang up, fibrin, and gel smearing was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photo provided. This complaint has also been confirmed for gel smearing based on photos only. A corrective and preventive action was created to address the issue.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing, missing additive, and red cell hang up occurred. There was no report of patient impact. The following information was provided by the initial reporter: gel disintegrates. There are blood cells and pollution stuck to the inner wall of the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing and red cell hang up occurred. There was no report of patient impact. The following information was provided by the initial reporter: gel disintegrates. There are blood cells and pollution stuck to the inner wall of the tube.